Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire entrapment and tip detachment occurred. The target lesion was located in the native circumflex artery. A 182cm luge guide wire was advanced. A non-bsc drug eluting stent was implanted; however, it was noticed that the luge guide wire was trapped behind the previously implanted stent. The tip of the luge guide wire broke off. No attempts to retrieve the guide wire tip were performed. The tip was ballooned against the vessel wall with an unspecified balloon catheter. No further patient complications were reported and the patient's status was stable. The patient was transferred to another facility for surgical evaluation.